Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. A leakage was confirmed from the o2 hose quick coupling connector. The problem was solved by replacing the o2 hose quick coupling. The replaced o2 hose was an aga hose. The received logs reveal alarm indicating low o2 concentration in 2024-01-08. No parts were returned for investigation, therefore the root cause for the damaged o2 hose could not be determined.

Event description:
It was reported that the aga o2 hose connected to the ventilator's air inlet was leaking. There was no patient harm. There was no patient harm.